Event description:
Caller reported the pump switched off during normal use and seconds later switched on by itself. Caller stated the pump gave an e8 (power interrupt) message. Caller reported that 3-4 days later, the same issue occurred. Caller stated on (B)(6) 2014 he woke up, the pump triggered the e8 and was very hot. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.